Manufacturer narrative:
Sample was li heparin plasma that was centrifuged for 5 minutes at 5000rpm. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was on-site (B)(4) 2010. Fse replaced the index sensor for the incubator belt and the corresponding interface board. All verification testing met specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result of 3.62ng/ml generated by the synchron lxi 725 clinical system for one patient. Upon repeat testing, the result was 0.0ng/ml in the normal reference range. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.